Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer stated the failed etco2 calibration during pm. No reports of patient impact.